Event description:
Patient was in deep biopsy ultrasound for a renal biopsy. Md inserted biopince ultrasound biopsy device into patient's kidney. He deployed device. No sample was received. Used another device that worked.